Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 3.7 mmol/l and 8.8 mmol/l. And on a different occasion received results of 3.6 mmol/l and 6.0 mmol/l within 15 minutes.